Event description:
The customer reported that the transfusion set is leaking fluid from the air vents on both lines near the spike above the drip chamber. The line was clamped at the time. The customer initially did not report the batch number associated with the incident. One used sample and one unused sample in an open single packaging of lot 84471142 were sent for evaluation. During the investigation a crack at the spike of the used sample was found and the performed practical tests showed a leakage. The unused sample did not show any non-conformity, but one retain sample of the same lot was found to have the same failure as reported. Furthermore, during review of production documents a deviation was started during in-process control by the supplier concerning the same failure. A review of the assembly process and the molding process did not show any non-conformity. A root cause could not be determined for this reported incident.